Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: (B)(4), 02-010-01-0320 - logic femoral ps cem right sz 2; (B)(4), 02-012-39-2020 - logic tibia fin tray cem sz 2f/2t; (B)(4), 200-02-35 - three peg patella 35mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that patient, underwent initial right total knee replacement on (B)(6) 2010. In the years following the surgery, plaintiff experienced pain, swelling, instability, and bone loss in her right knee caused by early and accelerated polyethylene wear and/or component loosening. On (B)(6) 2015, approximately 5 years 4 months post initial procedure, plaintiff underwent revision of her failed right optetrak device. Upon explantation of the optetrak device, plaintiff¿s surgeon observed that the tibial component was loose and showed gross motion. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Through the course of the investigation, it has been discovered that this report is a duplicate of MFR# 1038671-2019-00418. This case and report are to be closed: any additional information and/or investigation findings will be provided on MFR# 1038671-2019-00418.